Event description:
A consumer reported via a manufacturer representative that the recharging burden of the implantable neurostimulator (ins) was excessive. The ins required very frequent recharging after six years and the patient felt the burden was greater than acceptable. The cause of the event was unknown. Troubleshooting included checking impedances and an assessment of the recharge interval. A revision was done and the ins was explanted and replaced. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a representative reported the cause of having to recharge frequently was not determined. Replacing the implantable neurostimulator (ins) had resolved the issue. It was indicated the patient was doing well and receiving effective therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.